Event description:
Information received with return of the explanted device notes no ventricular capture. The patient was admitted for symptomatic bradycardia. The patient's baseline heart rate was in the mid 40's.